Manufacturer narrative:
Based on the additional information received this report is updated from a malfunction to a not reportable event. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic procedure. The stapler with the reload was able to fire but was unable to retract. They used another handle to complete the case. The patient has no injury.